Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The analyzer serial number is (B)(6). Qc was acceptable on the day of the event. The alarm trace showed several abnormal sample probe aspiration alarms. The field service engineer (fse) inspected and cleaned the active gripper and the transport line. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 110 ng/l. The result did not match the patient's clinical picture and the sample was repeated. The sample was repeated on another analyzer and the result was 7 ng/l. The repeat result was deemed correct.